Event description:
It was reported that the user had difficulty removing the flow diverter (subject device) after implanting it in the patient. After recovery, another stent was used. No additional information available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that the user had difficulty removing the flow diverter (subject device) after implanting it in the patient. After recovery, another stent was used. No additional information available. Update: additional information was received on 13-feb-2024 stated that resistance was encountered during the navigation of the flow diverter device towards the target lesion. There was a surgical delay of 20 minutes. No additional information available.

Manufacturer narrative:
A2 age at time of event: added, a3a gender - added, b5 executive summary - updated, h4 manufacturing date ¿ added, d4 expiration date - added, f10 / h6 health impact code grid - health effect - impact code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be tortuosity of a carotid siphon,. The procedure was successful. The procedure took another stent after recovering the stent in question. There was a liquid was coming out of the tip of the delivery catheter and pusher. The flow diverter was not reconnected in the microcatheter. The position of the delivery catheter was confirmed by visualization of the radiopaque markers. The position of the flow diverter implant was confirmed between the two marking strips. There was no resistance between the delivery catheter and the pusher. Very slight resistance was experienced during navigation of the flow diverter device towards the target lesion. There was no resistance during advancement of the stent delivery system through the patient's anatomy. The physician was able to place the flow diverter on the target lesion. There was no resistance encountered during deployment of the implant (stent). The event occurred during the intervention and was completed correctly. There was no medical intervention, no impact on the patient and no clinical consequences for the patient. There was a surgical delay of 20 minutes. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent difficult/unable to advance or pullback through catheter¿.